Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alert. Reportedly, customer had interacted with the pump within the 12 hours prior to alert being declared. There was no reported impact to the customer's blood glucose (bg) levels.